Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) recorded out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting and recommended testing system integrity. Based on additional information obtained, the cause of high shocking lead impedance is unknown and the patient will be closely monitored. The tachy device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.